Manufacturer narrative:
(B)(4). The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
Subsequent to the previously filed medwatch report, the following information was received. The index procedure was on (B)(6) 2015. The patient presented with a non-st elevated myocardial infarction (nstemi). Pre-dilatation was performed prior to implanting the absorb scaffold; however post-dilatation was not performed. The patient returned on (B)(6) 2016 with a stemi and scaffold thrombosis was found. After implanting two drug eluting stents, the final patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that a 3.0 x 18 mm absorb scaffold was implanted in the proximal diagonal artery in (B)(6) 2015. After one year, the patient was removed from the dual antiplatelet therapy (dapt) and was on aspirin only. In (B)(6) 2016 the aspirin was changed for sintron. Two weeks later, the patient returned with st elevated myocardial infarction (stemi). Two drug eluting stents were implanted for treatment. The patient was prescribed back on dapt. No additional information was provided.